Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. During the interrogation of the pacemaker, the right ventricular (rv) lead was oversensing noise, which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2023. The patient was discharged with no reports of adverse consequences.